Manufacturer narrative:
The soft cannula was observed and no bends or kinks were found. Although there were no evidence that the cannula was not properly inserted, the reported even could not be determined. The downloaded data returned an alarm, indicating a communication error occurred while the pod was waiting for input from the pdm (personal diabetes manager). Investigation found no defects or deficiencies that would contribute to high bg (blood glucose) levels or a communication error.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. The patient reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose; chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 450 mg/dl while wearing the pod worn between 4 and 24 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. As treatment, patient replaced the pod, gave a bolus.